Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted, led not illuminating, blade damaged, adhesive points on camera head worn, housing worn, cover worn, leak between plug and cover, as already mentioned, the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is the wear of the adhesive at the tip of the c-mac blade, which was caused by wear during use and the reprocessing process. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and leads to the failure of the light sensor. The IFU states that a visual and functional check must be carried out before the start of an operation, which should have revealed that the device was no longer functioning properly and the failure could have been avoided. The investigations carried out above did not reveal any causes related to the labelling, or the device history. All production-related quality checks were passed, and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is no light. According to the event description there is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. During the evaluation the error description provided was confirmed, and further defects were detected. In total the following defects were detected: led not illuminating. Blade damaged. Adhesive points on camera head worn. Housing worn. Cover worn. Leak between plug and cover. Based on the defects found during the technical inspection it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and leads to the failure of the light sensor. The event is filed under internal karl storz complaint ID: (B)(4).